Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while customer was skiing at high altitude. Customer's blood glucose was 208 mg/dl. Customer was able to clear alarm after inserting a new cartridge and resume insulin delivery.